Event description:
Additional information was received indicating the right ventricle (rv) lead and right atrial (ra) lead were explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead and the right atrial (ra) lead. Additionally, low pacing impedance was noted on the rv lead. Provocative testing was performed and right ventricular noise resulting in oversensing was able to be reproduced. Diagnostic imaging was performed and no anomalies were observed. Abbott technical support was contacted and the device was reprogrammed. During an additional follow up in clinic, noise resulting in oversensing was again noted on the rv lead and the ra lead. Low pacing impedance continued to be noted on the rv lead. Diagnostic imaging was again performed and insulation damage was observed on the rv lead and on the ra lead. The physician suspected the insulation damage was due to the rv lead and ra lead rubbing together. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.